Manufacturer narrative:
See manufacturer¿s report #3004209178-2018-15136 for the patient¿s other device issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient¿s implantable neurostimulator (ins) had gradually moved from the middle of their buttocks to their waistband in the last couple of weeks (¿3-4 weeks ago¿, (B)(6) 2018). They stated that the ins came out of the pocket and moved around. The patient stated that they performed heavy lifting for their job that could be related to the issue. It was noted that the patient saw their healthcare professional (hcp) who did a visual examination and confirmed that the ins had moved. However, it was commented by the patient that the hcp did not seem concerned about the issue. The patient was to follow up with their healthcare professional (hcp) for the issue. It was also reported that the patient could not increase the setting (can only decrease it). This was not related to positional movement. Using the programmer, it was determined that the stimulation was off. The therapy was turned back on and the patient felt the stimulation. They stated that they had 80% improvement however it does vary due to their condition as the patient did not have a large intestine which caused digestive issues. It was also noted the patient had sudden symptoms of incontinence. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.